Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory.troubleshooting indicates that the customer is not following the IFU. Additional troubleshooting was performed by opening a new vial, satisfactory results were obtained. No erroneous results were reported.(B)(4).

Event description:
Customer reported that a weak false positve result (1+) was obtained in the slide test. Customer repeated the test in tube, and a positive result was obtained.